Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; phone.

Event description:
Reported 1 false positive sars results for one symptomatic patient. The customer communicated the result was confirmed negative by molecular saliva (pcr testing) 12 hours after antigen test. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.